Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of the ¿stapling issue¿ which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a and annex g b1 updated from "adverse event" to "adverse event and product problem" annex e updated to include e2108 due to the report of ¿staple line was inspected and found to be not intact.¿ annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. 4315 - intuitive received three blue stapler 45 reloads associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of a stapling issue. The stapler reloads were found to have completed fires. The knives of each stapler reload were found to be seated in the garage at the proximal end as expected. The reload covers were removed and cartridge damage was found on one stapler reload. The stapler reload knives did not exhibit any damage. Review of the system logs found no firing failures. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted gastrectomy procedure, an unspecified number of staples were found to have inadequate b-shape formation after a blue stapler 45 reload was fired. The target tissue was found to have unapproximated tissue and as a result, the surgeon used a hand-held laparoscopic stapling instrument to repair the staple line or anastomosis. However, at this time, the cause of the customer reported failure mode is still unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following fields have been updated: d4, g4, g7, h2, h10. Additional information can be found in section d4. The UDI was obtained for the product.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. Isi has requested for the stapler reloads to be returned to isi for evaluation. However, as of the date of this report, isi has not received the stapler reloads. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with procedure date of (B)(6) 2020. The system logs show that a stapler 45 instrument (part #470298-12; lot #t10190205-0039) fired 4 blue stapler 45 reloads. All firings were completed per the system logs. There were incomplete clamps in the first two installs (2 in the first install and one in the second install). The last two installs did not have any incomplete clamps. The endowrist stapler 45 instrument user manual states the following: "warning: always inspect the tissue thickness and select an appropriate stapler 45 reload before application of a staple line using the stapler 45 instrument." "Warning: improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation." "Warning: ensure the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue within the jaws may result in an incomplete staple line." "Warning: to prevent patient injury, if any stapler 45 system abnormality or malfunction is suspected during use, stop using the instrument and immediately contact intuitive surgical customer service." This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy procedure, an unspecified number of staples were found to have inadequate b-shape formation after a blue stapler 45 reload was fired. The target tissue was found to have unapproximated tissue and as a result, the surgeon used a hand-held laparoscopic stapling instrument to repair the staple line or anastomosis. However, at this time, the cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted gastrectomy procedure, an unspecified number of staples were found to have inadequate b-shape formation during duodenal transection. The stapling issue was identified after 4 green stapler 45 reloads had been fired with a stapler 45 instrument. The surgeon did not know which of the stapler reloads was associated with the stapling issue. On 02/24/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon did not encounter any clamping or firing issues with the stapler 45 instrument and reloads. The target tissue was reportedly ¿thick¿ and it was possible that there was tissue tension where the stapler reloads were fired. After the stapling issue was identified, the staple line was inspected and found to be not intact. Although no holes in the staple line were identified, it was noted that there was unapproximated tissue. The staple line reportedly appeared to be incomplete. As a result, the surgeon used a ¿signia¿ stapler instrument (a 3rd-party laparoscopic stapling device) to repair the staple line and anastomosis. The case was completed robotically and no post-operative complications have been reported. The patient was noted to be stable as of (B)(6) 2020. No further clinical or patient information was provided.